Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that power system failure caused the black screen on the station. A field service engineer replaced the power supply, communication sled and reimaged the station with a new hard drive. While reimaging the station, the blue screen issue observed again, so the power cable to the docking board was reseated properly to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system screen unexpectedly turned off, displaying a black screen prior to the start of a procedure. Customer stated that there was no harm to patient since the staff moved the procedure to another room. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that the bd pyxis anesthesia es system went black as they started a procedure. The procedure was moved to another room, causing a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-mar-2022 to 29-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that screen turned off and prompted black screen prior to the procedure. A field service engineer found that the issue was due to some electronic component's failure in the device. Replaced the power supply, communication sled, and reimaged the station with a new hard drive, reseated the power cable behind aio to the docking board to resolve the issue. The system functioned as intended after troubleshot by the field service engineer.